Event description:
It was reported that the patient experienced an overdose. After the fourth time, the patient told the physician that she wasn¿t going to let him refill the pump anymore because there was something wrong; she was getting all of the medication at the same time. The physician agreed to do a dye study and found that the catheter was fractured; there was a hole. The patient stated ¿I almost died 4 times; when he refilled it my eyes were rolling to the back of my head then I would come out of it with nothing but pain¿. The device system was delivering fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8575, lot# j12272r, implanted: 2005-(B)(6), product type accessory. Product ID 8709, lot# j0058223r, implanted: 2001-(B)(6), product type catheter. (B)(4).

Event description:
Additional information later reported the pump system was removed. The patient had indicated that they did not have a good experience with the pump and that it was not working properly. The catheter was causing the patient pain while implanted and the pump distributed medicine poorly - first at a rapid pace, then none at all.